Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the insyte autog bc global bl 22ga x 1.0in mold was grown in the package due to the sealing defect. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: mold was grown in the package due to the sealing defect.

Event description:
It was reported that before use of the insyte autog bc global bl 22ga x 1.0in mold was grown in the package due to the sealing defect. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: mold was grown in the package due to the sealing defect.

Manufacturer narrative:
Investigation: during DHR review all challenge, set-up and in process samples were performed per specifications. No qns were initiated during production. Received 2 iag bc 22ga packages within a dispenser from lot 8214631. All of the contents within were intact. Visual/microscopic evaluation: the units received had traces of soiled packaging trim caught on the seal of the packages. The trim was soiled with machine grease/lube. Photos revealed the same results the packaging trim should be removed by the removal vacuum during the packaging process. When trim is not removed by the vacuum, a sensor detects the trim that is out of place and alerts operators. If the operator does not adequately correct the situation, the package trim can be pulled through the machine, coming in contact with machine lubricants, and then be released into the formed package.